Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and decided to replace the pump. The customer was informed about using multiple daily injections as a backup therapy and was instructed on how to put the pump into storage mode. A replacement pump was sent, and the customer was guided to return the problematic pump using a provided return box and label. Instructions were given on setting up the replacement pump, including connecting the continuous glucose monitor. The customer understood and acknowledged all instructions.